Event description:
The caller indicated that the patient had a system placed in 2016. The patient was implanted with a nevro stimulator. The caller reported that nevro was having issues with leads fracturing (as in general quality issues, this patient did not have a nevro lead fracture based on the information available to the caller). The caller also noted that the patient had the nevro ins replaced with an abbott ins. The caller indicated that they expect to replace the current ins with another manufacturer's ins at an upcoming procedure. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).